Event description:
Concentrator inexplicably began burning creating noxious smoke in pt's home. Unit was completely destroyed and unrecognizable. Photos were taken and concentrator was released to company for evaluation. Concentrator returned to respironics for evaluation and investigation.